Event description:
It was reported that the ventilator failed while it was connected to a patient and the patient had to be manually bagged. There was no patient injury. (B)(4).

Manufacturer narrative:
The ventilator was investigated and tested by our field service engineer. No fault was found and no parts were exchanged from the ventilator unit. The device logs were downloaded and sent in for evaluation. Evaluation of the device logs shows that the pre-use check prior to the event was successful, no technical errors was generated during the event. The device logs confirm frequent alarms for high continuous pressure, high pressure, check tubing, and high peep (positive end expiratory pressure). These alarms indicate an increased expiratory resistance in the breathing circuit. This will lead the patient to not being able to exhale out fully before the next initiation of the inspiration phase. The clinical alarms show that the ventilator functioned as expected, and generated appropriate alarms to alert the operator of the condition. Our conclusion is that there was no ventilator malfunction at the time of the event. The most likely cause is clinical setup (such as blocked filter, blocked tubing¿s, water condensation in tubing¿s etc.) Or a human factor contributed to the described condition.

Event description:
(B)(4).